Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. The vessel locator wings prematurely retracted and the device came out of the artery, losing access to the site. Hemostasis was achieved with manual compression. No adverse event or death reported. No additional info is available.